Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the patient experienced cardiac perforation and, "a lot of bleeding." It was also reported that potentially both the right atrial (ra) lead and right ventricular (rv) lead perforated the heart. It was further reported that the patient was moribund and intervention stabilized the patient. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.